Event description:
Customer uses product to hold insulin infusion set, inserts infusion set then covers with ported dressing followed by an iv3000 dressing. Dressing not adhering when wet, and infusion set dislodges.